Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rate. The insulin pump functioned properly. No blank display or display anomaly noted. No damage inside insulin pump noted. The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test were normal. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display on the insulin pump. The customer stated they have changed the battery. Customer noted the display when checking for how much insulin they had remaining. The customer stated a replacement battery cap did not resolve the issue. The customer also reported a high blood glucose of 423 mg/dl. Customer declined to troubleshoot for their high blood glucose. The customer agreed to return the insulin pump for analysis.